Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the event of the infusion set fell off. The infusion had been used for 18 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.